Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively during impaction of the cup the impaction plate fractured off the instrument. The instrument broke into two parts. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device found the device strike end broken. The broken part was returned. The reported condition was confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 7/22/2022. 3) any anomalies or deviations identified in DHR: 1 piece of subcomponent (B)(4) was lost in transit to the overmold vendor. 4) expiry date: not applicable, non sterile 5) IFU reference: IFU nonsterile inst rev l. Device history review : 1) quantity manufactured: (B)(4) , 2) date of manufacture: 7/22/2022, 3) any anomalies or deviations identified in DHR: 1 piece of subcomponent (B)(4) was lost in transit to the overmold vendor. 4) expiry date: not applicable, non sterile 5) IFU reference: IFU nonsterile inst rev l .